Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that ":we have had 3 recent events where 250 ml of 250 ml, 55 ml of 250 ml and 50 ml of 250 ml of fluid was remaining within the (B)(6) cassette reservoirs that were programmed correctly to infuse the entire cadd. We suspect there is an issue with the (B)(6) pumps themselves, but I wanted to inquire about any design changes or changes in the expected volume of waste expected for product numbers: 21-7308-24, 21-7309-24 or 21-7310-24 in the recent past." No patient injury was reported.